Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the right ventricular lead was exhibiting high pacing impedance, and the helix was exhibiting unspecified rotation issues. The procedure was completed using a different lead. The patient was in stable condition.